Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign matter had adhered to/blocked the air and water supply channel, the air and water supply cylinder, and the auxiliary water supply channel, but it was not possible to identify the foreign matter. Due to the dent in the grip and poor leak, it is possible that proper reprocessing was not possible and foreign matter could not be removed. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-1100 series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: gif-1100 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign material inside the air/water cylinder, tube, and jet tube of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.